Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) with a highest value of 300 mg/dl, confirmed by fingerstick at 290 mg/dl. Bg remained out of range for about 1 hour before beginning to trend down. No backup therapy, ketone testing, or medical intervention was used, and no symptoms were reported.